Event description:
Pt admitted for pneumonia to the medical floor. Patient had cardiac telemetry monitoring in progress. At 11:13 in late 2008, telemetry computer alarmed for st-t wave changes. Technician called patient's rn who obtained an order for an ECG. ECG completed at 11:20 the same day, page writer touch ECG machine has software to flag acute mi's on the printed copy. Ther eis no flag on the printed copy. It was placed on the chart per normal. At 12:40, the supervisor of the telemetry technician was called because the telemetry computer was still alarming for an acute mi. Upon review of the ECG, it was apparent that the patient was having an acute mi. Dr was informed at 12:50 and another dr was called a few minutes later.